Event description:
It was reported that the patient was implanted on (B)(6) 2025 with an r20 device. This was a battery swap to the opposite side due to the f15 reportedly causing irritation at the previous site. It was noted during clinic on (B)(6) 2025 that the patient had been seen the prior week for infection concerns and is scheduled to return on (B)(6) 2025 for further evaluation and planning. The physician was out of office but informed. The physician's opinion on whether the device caused or contributed to the infection is unknown. The patient is doing well, and the infection has resolved with oral antibiotics. Physician is pleased with progress. Follow up is scheduled in clinic for a few months. Infection was confirmed near the incision site by the physician. However, the physician did not provide a clear response regarding whether the infection was related to the surgery. The patient is doing well and will follow up in a few months. No programming changes have been necessary.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.